Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/14/2016: litigation received. Litigation also alleges discomfort. There is no new information that would change the existing investigation. This complaint was updated on: 3/18/2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 5/3/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported hip discomfort (B)(6) 2012, severe fatigue 2012, anxiety 2013, headaches/tremors/neurological impairments (B)(6) 2013, teeth chattering/head tremors (B)(6) 2014, migraines (B)(6) 2014, pseudotumor, ovarian cysts (B)(6) 2013 and low blood pressure 2013 to present. Medical records reported joint swelling, cysts/growths, twitching of head/neck, headaches, groin pain, right hip squeaking, finger numbness and left leg longer than right. Revision surgical report noted toxic level metal ions and the cup with slight amount excessive abduction and significant amount of anteversion. Stem added for elevated metal ions. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 10/27/2015¿ pfs and medical records received. After review of the medical records for MDR reportability, the doi indicated the leg length discrepany was an issue before the doi. The patient had documented hip protrusion. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Patient was revised to address pain.